Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) stimulation unexpectedly turning off advisory notice issued by abbott on 16 may 2024.

Event description:
It was reported the patient's ipg shutdown unexpectedly. As a result, troubleshooting was able to restore therapy. Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) stimulation unexpectedly turning off advisory notice issued by abbott on 16 may 2024.

Manufacturer narrative:
A patient's ipg shutdown unexpectedly was reported to abbott. As a result, troubleshooting was able to restore therapy. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
A patient's ipg shutdown unexpectedly was reported to abbott. As a result, troubleshooting was able to restore therapy. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. In an update posted 11 oct 2024 it was reported the generator log was checked using the liberta firmware version check software to confirm the update had been completed. The liberta firmware version check software confirmed the current nordic version of the ipg is 1.1.1.29 and the current msp version is 1.1.1.67 indicating the fw update was completed successfully. Since the update has been completed, the patient's therapy will no longer turn off unexpectedly. The issue was resolved. As a result of this finding, abbott is performing further investigation.

Event description:
Additional information was received indicating the issue of unexpected ipg shutdown was resolved following implementation of a software update.